Event description:
It was reported that the patient presented to the hospital for normal pacemaker generator change procedure. During the procedure, the pacemaker failed to capture when the plasma blade was near the device. The device was explanted and replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.